Event description:
During use of the device for a non-clinical activity, the user reported the light guide cable port broke off. The user also reported the sleeve of the endoscope was unable to be removed in order to retrieve the serial number. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.